Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was hospitalized prior to death for an unspecified reason. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A visual inspection did not find anything related to the reported event. Functional testing was performed on the device. The results of the sample analysis revealed the device was determined to meet specification requirements for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.